Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to an infection in the insertion site on (B)(6) 2017 at 10 pm with a blood glucose level of 700 mg/dl. The customer experienced symptoms such as thirst. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.